Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 579 mg/dl and current blood glucose is 426 mg/dl. The customer's blood glucose at friday was normally 140-150 mg/dl and at friday night was 240 mg/dl which went up to 579 mg/dl and customer took bolus to bring down blood glucose. It also stated that last night blood glucose at 11 was 520 mg/dl and then at 2:30 was 575 mg/dl and at 5:30 it was 476 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.